Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue"" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor error over 3 hours after which they experienced a hypoglycemic event. While the sensor error had occurred, the patient self-treated with insulin (no fingerstick was reported to have been taken). No specific symptoms were reported, but the patient would have overdosed with insulin, and was brought to the hospital. No specific treatment was reported, but the patient was hospitalized. At the time of the report the patient was stable. No other details were documented and the patient refused to provide further information. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.